Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and paddle lead were removed. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 19715094.